Manufacturer narrative:
Concomitants: (B)(6) 130-36-54 - nv gxl linr, ntrl, 36mm ID, group 4 cups. (B)(6) 120-65-35 - bone screw 6.5mm dia x 35mm long. (B)(6) 120-65-35 - bone screw 6.5mm dia x 35mm long. (B)(6) 164-03-13 - element-stem, collared w/ha, std offset, sz 13. (B)(6) 164-03-13 - element-stem, collared w/ha, std offset, sz 13. (B)(6) 170-36-93 - biolox delta femoral head 36mm od, -3.5mm. (B)(6) 170-36-93 - biolox delta femoral head 36mm od, -3.5mm. (B)(6) 180-01-58 - nv crown cup clstr hole 58mm group 3. (B)(6) 180-01-60 - nv crown cup clstr hole 60mm group 4. These devices are used for treatments, not diagnosis. Pending investigation.

Event description:
It was reported via legal documentation that a patient had a right total hip arthroplasty on (B)(6) 2016, and then experienced revision surgical procedure on (B)(6) 2023 approximately 7 years and 1 months after initial implant. No images were provided. The searchable information does not clarify the device that was actually implanted. 130-36-53 is a reasonable selection of device/z-1729-2022.

Manufacturer narrative:
Manufacturer narrative: the most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.